Manufacturer narrative:
H10. Related: MFR #1038671-2022-01574 report 1 of 2. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitant products: logic stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial#(B)(6). Truliant tib fit tray cem sz 3f / 3t (cat# 02-022-45-3030 / serial#(B)(6). Advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(6). Truliant ps cem fem ps cem right sz 3 (cat# 02-020-11-0330/ (B)(6). Tibial stem ext. Screw (cat# 204-70-00/ sn (B)(6). These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
As reported by the exactech truliant knee clinical study, approximately 3 years, 7 months post initial tka, patient had a revision due to polyethylene wear and femoral loosening. Additional information received from legal brief indicates that following the surgery, patient began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Patient¿s physician discussed with patient his concerns regarding early oxidation of her recalled exactech polyethylene insert and suspected femoral loosening. Patient was diagnosed with ¿failed total right knee replacement¿ secondary to her recalled truliant device and was informed of her need for a full revision surgery. Patient was scheduled for a right knee replacement revision surgery and then rescheduled. Per the event information provided the revision occurred. There is no additional information available.

Manufacturer narrative:
D10 concomitant products: - logic stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (B)(6)) - truliant tib imp ps insert sz 3 9mm (cat# 02-022-35-3009 / serial# (B)(6)) k152170 - truliant tib fit tray cem sz 3f / 3t (cat# 02-022-45-3030 / serial# (B)(6)) - advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(6)) -tibial stem ext. Screw (cat# 204-70-00/ sn (B)(6)). H6: corrected the following: type of investigation, investigation findings, investigation conclusions. The revision reported was likely the result of prosthesis wear and femoral loosening, as stated in the legal documentation and clinical study. The extent of the reported prosthesis wear cannot be determined as the devices were not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative notes were unable to be obtained. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. It is unclear if the reported prosthesis wear may have contributed to the reported femoral loosening or if the femoral loosening contributed to the reported prosthesis wear.